Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively. The patients battery was discarded.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively. The patients battery was discarded. Additional information was received that the reason for the ipg replacement was physicians preference and patient wanted new programming options available.